Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level was impacted, exceeding 500 mg/dl, although the specific value displayed was noted as "high." The customer addressed the high blood glucose by administering a correction injection using a method called mdi. No third-party assistance was required. Technical support provided information for resetting the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was able to continue using the pump, acknowledging the instructions to call back if any further issues arise.